Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user's reported phenomenon. Evaluation found a portion of the white ceramic beak broken off from the distal end. The broken pieces of the white beak were not recovered. There are scratches around the broken white beak, which is evidence of impact damage that cause the breakage.

Event description:
Olympus was informed that near the completion of a transurethral resection bladder clot resection, the tip of the resection sheath broke off inside the patient. Two foreign bodies were identified in the bladder measuring 5x4 mm and 2x2 mm respectively. The doctor tried to retrieve the larger of the two foreign bodies with a grasper under direct visualization. However, it would not pass through the resectoscope sheath. Under fluoroscopic guidance, the foreign bodies were identified as broken fragments from the tip end of the resectoscope sheath. The larger foreign body could not be removed and remained lodged in the right lateral wall of the bulbar urethra. A planned removal and possible repair of the urethra will occur following and allotted period of time.